Manufacturer narrative:
This report is being filed on an international product, list (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Additional evaluation information: abbott received a return sample (sid (B)(4)) after the original complaint evaluation was completed. Lot 39388li00 was used for testing and further evaluation since the original lot in question had expired prior to receiving the return specimen. The specimen was tested using the prism hcv assay and generated a non reactive result. The specimen was also testing on inno-lia score (positive) and recomline hcv (indeterminate) as reference tests. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The outcome of the evaluation was not changed. No deficiency of the prism hcv reagent, list number 06a52, was identified.

Manufacturer narrative:
The customer observed false non-reactive (B)(6) results for 2 patients specimens while using the prism (B)(6) assay. In the initial report it indicated that the customer observed false reactive results but should have read false non-reactive results. Further investigation of the customer issue included a review of the complaint text, batch record review, a search for similar complaints, and a review of labeling. Return material was not available. In-house testing was not performed as the lot in question had already expired. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism hcv reagent list number 06a52, lot 37687li00, was not identified.

Event description:
The customer observed false non- reactive (B)(6) results for 2 patients specimens while using the prism (B)(6) assay.

Event description:
The customer observed (B)(6) results for 2 patients specimens while using the (B)(6). No specific data was provided. The customer indicated to abbott at a conference that the specimens were (B)(6) when tested using the (B)(6) methods. As the specimens were from regular donors previous specimens were retested and generated similar results. The customer did indicate that the specimens are (B)(6). There was no adverse impact to patient management reported. No additional patient information has been provided.